Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were done, but the reported issue could be duplicated. The cause of the issue could not be identified. Error code was deleted and software updated. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the pump displayed alarm 42 and error code 224 0 0 0 4, indicating an occlusion and other issues. The bracket was mounted on the device. There was no reported patient involvement.